Manufacturer narrative:
(B)(4). The device and all of the fragments were returned and examination of the returned part determined that returned tasp exhibits signs of repeated use and has the medial condyle fractured off. DHR was reviewed and no discrepancies were found. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that the provisional was fractured into 2 pieces while it was being cleaned by the spd technicians. All fractured pieces were returned. No adverse events have been reported as a result of this malfunction as there was no patient involvement. Attempts have been made and additional information on the reported event is unavailable.